Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following implant of the implantable pulse generator (ipg) system, the patient experienced dyspnea within ten minutes of the implant procedure. There were no obvious causes for the dyspnea. The patient also experienced a drop in oxygen saturation and an elevated heart rate directly after the procedure. Steroids were administered which did not relieve the patient's symptoms. The skin of the patient turned cyanotic and by fifty eight minutes after the implant, the patient's oxygen saturation had dropped to eighty percent and a tracheal intubation was performed. The patient's heart rate was fifty beats per minute. The patient went into cardiac arrest and cardiopulmonary resuscitation (CPR) was performed. The physician continued to administer CPR as the patient experienced asystole but the patient passed away. The official cause of death was never established and the family refused an autopsy.